Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that when the unit was turned on for running in the customer¿s sales office, "check vent: machine pressure sensor auto-zero failed" alarm occurred simultaneously. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. A delay to therapy was not reported due to this failure. The sales representative attempted to reboot the unit, but the same phenomenon recurred. The unit was rebooted multiple times thereafter for duplication, but the phenomenon didn't recur.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported issue, however found in the ventilator diagnostic logs error code indicating machine pressure sensor auto zero failed. The manufacturer¿s international service technician replaced the data acquisition (da) board to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The da board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found.